Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that quality controls were within range at the time of event. The customer stated that the issue was suspected to be related to sample handling, and did not require service. The cause of the discordant, falsely elevated low result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument ((B)(4)). The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting higher. Prior to running the sample on the instrument, the sample was placed on an alternate dimension vista 1500 instrument ((B)(4)), which resulting low on initial run and higher on repeat. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.